Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardiac monitor exhibited oversensing due to noise and electromagnetic interference. No intervention was made. The patient was stable.